Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Health effect impact code: f26. Component code: g01003. D8. Was this device serviced by a third party? No. The complaint investigation for false elevated architect prolactin results included a search for similar complaints, and review of complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. In-house testing for reagent lot 16281ui00 was completed. Ticket searches did not identify an increase in complaint activity for the lot related to the issue. Trending review determined no trends were identified for the product or issue. Device history record review on lot 16281ui00 did not show any potential non-conformances, or deviations. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of the complaint lot 16281ui00 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect prolactin assay, lot number 16281ui00 was identified.correction to d4 - catalog no: initial: 07k76-26 / updated to: 07k76-25 correction to d10 - device available for eval = initial: yes / updated to: no.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false elevated architect prolactin results for a patient when compared to the roche platform. On (B)(6) 2021 , the customer provided updated patient information: on (B)(6) 2020 architect = initial result = 1063.91 miu/l, repeated result on (B)(6) 2020 = 1148.99 miu/l roche platform = result = 651 uiu/ml; patient¿s second blood draw on (B)(6) 2020 = result = 529 uiu/ml sample tube of blood tested on (B)(6) 2020 architect = result = 843.13 miu/l there was no impact to patient management reported.